Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used for colon polyp in the colon during an endoscopic mucosal resection procedure performed on (B)(6) 2024. During the procedure, the clip was not able to deploy inside the patient. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Manufacturer narrative:
Block h2: (correction). Additional information was received from the complainant on may 6, 2024, stating that the clip had fallen off in the colon, due to the additional information received, the event is no longer considered reportable. Block h6: (device codes) has been updated based on the additional information received on may 6, 2024.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used for colon polyp in the colon during an endoscopic mucosal resection procedure performed on (B)(6) 2024. During the procedure, the clip was not able to deploy inside the patient. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information was received on may 6, 2024, that the clip had fallen off.